Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported that there had been failures of the pump. No symptoms were reported. No further complications were reported.